Event description:
It was reported that the voice prompts would not function when the device was powered on. Voice prompts are necessary for the end user to operate the device. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.